Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level of 532 mg/dl on the continuous glucose monitor. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.